Manufacturer narrative:
Photos were provided for evaluation. Visual examination shows an apparent reaction occurred possibly as a result of the use of the unknown chloraprep product. This verified the reported issue. No additional information was provided by (B)(6) hospital. (B)(6) did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported by the consumer that the patient experienced an allergic reaction to chloraprep. Per email: "without prejudice " on (B)(6) 2021 I had a surgical procedure done at the [omitted]. The hospital used your product bd chlora prep. I had a severe allergic reaction and broke out in an intense itchy rash and water blisters everywhere the prep was applied. It burned my skin and was severely painful. I was hospitalized for three days while the doctors tried to help me. I have enclosed pictures from the day after my surgery, (B)(6) 2021, so that you can see the severity of the reaction to your prep. I have been through hell and back and am holding your company personally responsible for allowing this product to be used in hospitals. I have also enclosed pictures from weeks after my surgery and you can see that I am still suffering!

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the consumer that the patient experienced an allergic reaction to chloraprep. Per email: "without prejudice " on (B)(6) 2021 I had a surgical procedure done at the [omitted]. The hospital used your product bd chlora prep. I had a severe allergic reaction and broke out in an intense itchy rash and water blisters everywhere the prep was applied. It burned my skin and was severely painful. I was hospitalized for three days while the doctors tried to help me. I have enclosed pictures from the day after my surgery, (B)(6) 2021, so that you can see the severity of the reaction to your prep. I have been through hell and back and am holding your company personally responsible for allowing this product to be used in hospitals. I have also enclosed pictures from weeks after my surgery and you can see that I am still suffering!